Manufacturer narrative:
Device evaluation :visual analysis of the returned device identified curved opening, fold creases, a wear abrasion, and brown particles in the valve, observed void 1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified a curved striated opening on the radius side assessed as surgical damage, a linear smooth opening on the posterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage consist in the use of some surgical tool. A crease smooth opening assessed as fold flaw opening. A crease smooth opening assessed as fold flaw opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.